Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that they had no delivery alarm while priming the tubing. Customer's blood glucose was 10.2 mmol/l. The customer was advised to filled a new reservoir and used the new set we just used. Customer stated that she was able to push insulin easily. The customer was advised to that the reservoir was occluded. The customer was advised that replacement will be sent.